Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided in which a suture break on the dynamic mesh to suture juncture can be seen. Without the benefit of analyzing the device, quality cannot confirm the root cause of the break. If the device becomes available, or additional information is received, a follow up report will be submitted. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributing factors. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information while attempting to tension the altis, the tensioning suture broke at the junction of the suture and the mesh. A second altis was opened and successfully implanted.